Manufacturer narrative:
Compromised force sensor alarm during the basic occlusion test due to protruded / loose drive support disk. Unable to verify motor error alarm due to compromised force sensor alarms. Motor tested outside device and passed. Cracked lcd window, cracked case near lcd window corner, scratched reservoir tube window, cracked reservoir tube lip, broken belt clip slot ,cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 155 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.